Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: upon investigation it was found that the pump information from the date of the original complaint dated (B)(4) 2018 had been overwritten. Investigation has been unable to confirm or duplicate the original call service complaint. The user continued to use the pump until (B)(4) 2018. All errors, alarms, warning recorded were typical to patient use. There were no call service alarms duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; the reporter stated the pump emitted a call service alarm, but does not recall which call service alarm it was. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.